Manufacturer narrative:
Based on the DHR review, there is an in-process inspection to inspect for product damaged, no catheter tubing defect qn being raise for the assembly needle (an) batch used to produce this complaint batch. No photo was received. No sample was received. If there was a sample received, the broken catheter can be investigated to determine its cause, the complaint will be re-open when there is a sample received. The complaint trend will be monitored.

Event description:
At the end of the surgical procedure when extracting the cannula radial artery, the os noticed that the catheter had reduced dimensions. After later ultrasonographic evaluation of the radial artery, it was evidenced within the vessel, approximately 3 cm of cannula of the piece missing. Later, after evaluation by the surgeon, the pc was taken back to the operating room for removal of the cannula from the artery, again undergoing another anesthesia. Following this the patient was oported to the intensive care unit for monitoring.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke after placement at the end of the surgical procedure when extracting the cannula radial artery, the os noticed that the catheter had reduced dimensions. After later ultrasonographic evaluation of the radial artery, it was evidenced within the vessel, approximately 3 cm of cannula of the piece missing. Later, after evaluation by the surgeon, the pc was taken back to the operating room for removal of the cannula from the artery, again undergoing another anesthesia. Following this the patient was reported to the intensive care unit for monitoring.

Manufacturer narrative:
Based on the DHR review, there is an in-process inspection to inspect for product damaged, no catheter tubing defect qn being raise for the assembly needle (an) batch used to produce this complaint batch. 1 actual used sample & 24 representative samples were received. Kink/bent catheter tubing was observed on the actual sample. No broken catheter was observed on the actual sample. The kink/bent is observed be approximately 9mm from the nose of the catheter. The catheter tubing of all the 24 representative samples were visually observed. No catheter defects like kink/bent, holes or broken was observed on the tubing of the representative samples. The 24 representative samples were subjected to catheter pull test. All samples passed the catheter pull test and results were within the 5n min specification. No catheter pull can be performed on the actual sample as the sample has already been used. Arterial cannula tube draw machine: the machine parts that contact the catheter tubing were the machine grippers. However, the machine grippers have round flat surface with no sharp edges that could cause broken in the catheter tubing or kink/bent. Arterial cannula assembly machine: there is an automated vision inspection machine at the arterial cannula assembly machine, and it will auto reject any parts not meeting the lie distance requirement. If the catheter tubing is broken, its lie distance would most likely have failed and will automatically be rejected by the line. If the catheter has a kink/bent, the needle grip assembly will likely cause a pierce through in the catheter tubing and the sample will then fail lie distance check and will get kick out by the machine. Based on the above investigation and sample evaluation, the root cause of the kink/bent catheter could not be established based on the above investigation. Based on sample evaluation, the broken catheter could not be confirmed. The complaint trend will be monitored.

Event description:
No additional information.